Event description:
The subject pacemaker was attempted to be implanted in urgency on (B)(6) 2021. The ventricular lead was connected to the programmer to maintain pacing as there was no underlying rhythm. It was attempted to insert the is1 atrial lead into the port of the pacemaker; however, the lead could not be inserted as it was restricted by the 2 sealing rings on the connector. The pin barely reached the distal connector block. The operator rotated the screwdriver anticlockwise to loosen the pin. He did this 6 times and the lead still would not advance. An alternate device was connected as time was of the essence. On the following day, a spare is1 lead would be inserted into the port but only after rotating the screwdriver anticlockwise 12 times.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker was attempted to be implanted in urgency on (B)(6) 2021. The ventricular lead was connected to the programmer to maintain pacing as there was no underlying rhythm. It was attempted to insert the is1 atrial lead into the port of the pacemaker; however, the lead could not be inserted as it was restricted by the 2 sealing rings on the connector. The pin barely reached the distal connector block. The operator rotated the screwdriver anticlockwise to loosen the pin. He did this 6 times and the lead still would not advance. An alternate device was connected as time was of the essence. On the following day, a spare is1 lead would be inserted into the port but only after rotating the screwdriver anticlockwise 12 times.